Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with mentor memorygel, 550cc silicone breast implants which the patient reported experiencing lump on the right, and pain on both sides. No diagnosis as of this report. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right side.

Manufacturer narrative:
On february 12, 2021 additional information received indicated that the left implant had ruptured. The rupture implant discovered during the surgery on (B)(6) 2021. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 16, 2021 additional information received indicated that the patient underwent bilateral mastopexy, and replacements with right breast: breast augmentation, subglandular with allergan 345 cc silicone gel, smooth ssm 345. Serial number: (B)(6). Moderate profile implant, reference number: (B)(4). Left breast: breast augmentation, subglandular wlth allergan 345 cc silicone gel, smooth 345. Serial number: (B)(6). Moderate profile implant, reference number: (B)(4). This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).